Event description:
It was reported that the ilet pump¿s sleep/wake touchpad at the top of the device was unresponsive to touch, requiring the user to cool a finger on ice or metal to activate the screen, which hindered silencing alarms; this aligns with a device key/button unresponsive issue associated with the switch component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the switch component consistent with an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.